Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, while extraction was being done to the gallbladder, it was noted that the gallbladder was fibrotic, and the device was not able to fire. It was noted that the device also locked on tissue, but eventually was removed by manual extraction. There was no patient injury.